Event description:
New information received notes the device was explanted and replaced in a procedure on (B)(6) 2021 at (B)(6) south.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's pacemaker presented in back-up vvi mode. Technical services attempted to view a device image, but the battery voltage was too low. Intervention discussed but no changes were reported. The patient was stable.